Manufacturer narrative:
No moisture damage on electronic during visual inspection. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
Customer reports to have moisture damage due to dropping insulin pump into toilet. Customer states insulin pump was stuck in toilet pipes. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).